Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. As the defective sample was not received for further inspection and analysis, and the usage of the sample is unclear, it cannot be confirmed that the root cause of the defect is related to product quality. The plant will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Patient one year post-rectal cancer surgery, presented to our hospital for a contrast-enhanced CT scan. On (B)(6) 2025, at approximately 10:10 am, while administering iodinated contrast medium via a high-pressure syringe (injection rate: 1.8 ml/s), leakage occurred from the hub of the indwelling needle. The medical staff immediately halted the injection, wiped away the spilled contrast medium, replaced the indwelling needle, re-established venous access for administration, and instructed the patient to monitor for reactions while providing a thorough explanation. This incident caused the patient secondary puncture injury. Furthermore, during the administration of the iodine contrast agent, the incident increased the risk of drug permeation into the skin tissue, potentially triggering severe adverse reactions in the body.